Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from a fracture was unconfirmed as the problem could not be reproduced. The device returned was one 4 fr s/l powerpicc solo catheter. Visual observation found that the catheter was somewhat wavy. Residues were found on the hub which may have been partially adhesive. Some wearing was found on the catheter hub printing and reddish residue was noted inside the extension leg, indicating use. A pronounced compression point was found just distal to the solo hub in the extension leg, but no other damage on or near the hub was noted. An irregularity or point of compression was found between the 2- and 3-cm depth marks, confirmed tactually. The statement ¿PICC line fracture around connector site¿ was found on a note returned with the device. However, functional testing found the catheter patent to infusion and no leaks developed, either with or without clamping the end during infusion to create positive internal pressure. The catheter was flushed and its distal tip was raised while held in water such that the solo valve hung down. No leakage of water through the solo valve could be identified. No problems were visually noted with the solo valve, however, some material, apparently from use, was found microscopically on the solo valve extending between two of the slits. It is possible that at one time the material noted held open the solo valve causing backflow, creating the appearance of a fracture. However, this cannot be confirmed with the information available. Such material on the valve can be caused by inadequate flushing technique after aspiration of blood or infusion. Alternatively, leakage from an insertion site may be caused by the formation of a fibrin sheath or fibrin tail on the catheter, which can redirect the flow of infusate by covering the distal tip. The complaint of a fracture in the catheter is unconfirmed.

Event description:
It was reported that there was leak from a fracture on the PICC. It was stated that the location of the fracture is unknown. The PICC was removed with no harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl1490 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leak from a fracture on the PICC. It was stated that the location of the fracture is unknown. The PICC was removed with no harm to the patient.